Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user experienced a delay after entering their login ID before reaching the fingerprint screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a login failure. The technical support specialist (tss) identified that the issue was related to the upgrade network configuration as described in the knowledge article "medstation es ¿ password/userid authentication slowness ¿ crl server blocked by firewall". The upgrade team and information technology team verified the issue. Tss confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user experienced a delay after entering their login ID before reaching the fingerprint screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.